Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unfortunately, a valid lot number and physical sample could not be obtained for the purpose of aiding in our investigation. As a result, bd engineers were unable to identify a root cause or trending data regarding this event. Examination of the product involved may provide clarification as to the cause for the reported failure. Bd will continue to track and trend for this issue. Investigation conclusion: lot number could not be validated using sap.

Event description:
It was reported that unspecified bd¿ catheter was kinking. The following information was provided by the initial reporter: it was found catheter couldn't be sent in seeing blood return. See a small hill bulging above the blood vessel, medicine can not be dripped into, immediately pull out the catheter, found that catheter kink then changed.